Event description:
Complainant alleged that while attempting to cardiovert a patient during an elective cardioversion, the device displayed an "ECG fault 7" message. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction. This is a notification zoll medical corporation has overlooked error message "ECG fault 7" resulting in the risk of disabling the defibrillation function for the device. Zoll medical corporation is reviewing similar reports and reevaluating reportability based on this information. This report is being submitted subsequently as a result of our review.

Manufacturer narrative:
The reported malfunction was observed and attributed to a faulty solder joint on the analog board. Analysis of failures of this type has not identified an increase in trend.